Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor wanted to use the angio-seal device, it had an unknown issue, however they were able to use the bailout procedure. There were no other device or equipment used with the reported product. Additional information was received on 02nov2020. The physician went to deploy the angio-seal device post left heart catheterization. The device would not snap together although the arrows were in alignment. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The procedure was completed by the bailout procedure. The patient was reported to be in stable condition. The procedure was completed, and manual pressure was held to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.